Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and battery out limit before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is unable to complete the rewind and prime sequence. Troubleshooting explained alarms and advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. No further details given.